Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device had an unspecified malfunction. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service with an unspecified malfunction. Reliability engineering evaluated the device and observed that the shaft was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.